Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose. Blood glucose reading was 32.0 mmol/l. Customer¿s current blood glucose was 29.3 mmol/l. The customer did experienced the symptoms such as lethargic, no energy. The customer was treated by insulin syringe. Troubleshooting was done for high blood glucose. Based on customer report customer does not allege insulin pump was under delivering. Customer was using insulin pump within 48 hours of the event. The insulin pump will not be returned for analysis.